Event description:
It was reported that the patient passed away unexpectedly on (B)(6) 2021. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22-jan-2018. No further information was provided. The manufacturer is closing the file on this event.